Event description:
During investigation it was identified the patient experienced an intraoperative periprosthetic fracture during implantation of a restoration modular stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative periprosthetic fracture involving a restoration modular stem was reported. The event was confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that a clinician review of the provided records made no comment on the intraoperative fracture. The operative report indicated a dall miles cable was used to stabilize the fracture and the surgery was completed without further complication. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The exact root cause of the intraoperative periprosthetic fracture could not be determined with the information provided. As noted in the IFU intraoperative fracture is a known potential adverse effect of surgery, handled in this case by use of a dall miles cerclage cable. Based on the information provided there is no indication the event was related to the devices and the event is considered procedure related.

Event description:
During investigation it was identified the patient experienced an intraoperative periprosthetic fracture during implantation of a restoration modular stem.